Event description:
The customer reported a charge button failure during operational check. The device was evaluated at philips.

Manufacturer narrative:
The customer reported a charge button failure during operational check. The device was evaluated at philips. The symptom could not be duplicated, but there were errors found in the dumplog related to the therapy pca. The therapy pca was replaced. As of 02/05/2009, the customer has not called back regarding this device.